Event description:
The facility installed 2 abx micros 60 hematology analyzers in the fall of 2004. Since the that time they have experienced numerous problems with the instruments, the reagents and control materials. The MFR has verbally admitted that reagents are not stable until their expiration dating, but refuses to provide any written clarification. The control materials are very unstable, and have forced facility into many hours of unneccessary troubleshooting, only to finally have the MFR confirm deterioration of the material.